Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, self test, error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unable to prime during prime/a33 test due to faulty fsr (gold). Motor was tested outside the device and passed. Unable to complete functional test due to prime anomaly. Unit received with intermittent button response due to moisture damage on keypad traces. Unit received with minor scratched lcd window, cracked reservoir tube lip, and scratched around casing. (B)(4).

Event description:
It was reported that the customer's insulin pump has a scratched display screen. Customer' s blood glucose level at the time 156 mg/dl. Advised insulin pump would be replaced. No additional information will be provided.